Event description:
During surgery, a screw broke during implantaton. A piece of the screw was left in the pt.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research mgr confirmed the fracture. Evidence suggests the product fractured in torsion. Dupuy lelocle reviewed the device history records and stated no mfg deviations or anomalies were observed. Based on the investigation, the need for corrective action is not indicated.